Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that a smiths medical tts (tight-to-shaft) tracheostomy tube cuff burst while in use with a patient at the hospital. The reporter stated that water ran out of the cuff and into the patient's lungs. The patient did not suffer any harm. No additional adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one customized 8.0mm i.d. Fixed tracheostomy tube with a tts proximal cuff and a tts distal cuff was received for evaluation. During the evaluation of the device the product cuffs were leak tested. The distal cuff inflated and held air as expected. The proximal cuff was unable to inflate and immediately lost the air. The customer reported condition was confirmed. . Based on the evaluation, nder magnification it was noticed that the proximal cuff had one puncture hole which allowed for air to escape during the leak test. Problem source is unknown. The DHR was reviewed and no abnormalities were found. The product passed qa inspection prior to release. Problem is observed, no trend identified: no adverse trends have been identified related to this issue. No corrective actions are planned at this time. Smiths medical regularly analyzes complaint data and trends and will take further actions accordingly.